Event description:
A customer in (B)(6) reported to biomérieux that they have obtained potential misidentification of mannheimia sp as enterobacter sp. With the vitek® ms instrument (ref. 410895, serial number (B)(4)) with veterinary isolate. It was reported the isolate was identified as one of two possible enterobacter sp., while during a repeat test it was identified as mannheimia sp. (Which is the expected identification). There is no indication or report from the customer that this event led to any adverse event related to the patient's state of health.

Manufacturer narrative:
An internal investigation was performed following notification from a customer in norway that they obtained a potential misidentification of mannheimia sp as enterobacter sp. With the vitek ms instrument (ref. (B)(4), serial number (B)(6)) with veterinary isolate. Investigation: device history record and complaint analysis: review of the device history record and complaints database did not reveal any evidence that this is a system quality problem. Fine tuning: according to the vilink alert tool criteria, a fine tuning was needed during the tests made on 18 jan 2022. Spot preparation quality: the calibrator ¿all peaks¿ values were heterogeneous, indicating that spot preparation was not optimal. Knowledge base (kb) review: mannheimia pernigra is not present in the vitek ms kb v3.2 used by the customer. Sample data analysis: reprocessing the customer data with vitek ms kb v3.2, the spectra led to a single choice to mannheimia haemolytica and single choice to bibersteinia trehalosi. Both identifications were obtained with a low identification score (-0.39 and -0.22) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.4). Biomérieux testing: biomérieux qc lab tested the strain submitted by the customer (5 spots). They obtained "no identification" results for all tests with vitek ms kb v3.2. Biomérieux quality control laboratory did not reproduce the customer¿s identification issue. Reference testing: full-16s sequencing (blast and phylogeny results) identified the strain as mannheimia pernigra. Mannheimia pernigra is not present in the vitek ms kb v3.2. The following system limitation is documented in the vitek ms knowledge base user manual ref. (B)(4), a for vitek ms clinical use v3.2: * additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results are necessary for the completion of the organism identification. * testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ as the expected identification (mannheimia pernigra) is not present in the vitek ms kb v3.2 and the biomérieux qc lab obtained the expected identification result (no identification), the cause of the customer issue (misidentification) is likely a combination of non-optimal spot preparation by the customer, the known system limitation regarding species outside of the knowledge base library, and ¿fine tuning that has drifted under the vilink alert tool criteria¿.